Event description:
It was reported that when placing suture anchor in bone, and testing purchase prior to placement of the suture within the biceps tendon, fibrewire suture tore from its insertion onto the anchor, resulting in the abandonment of the anchor within the proximal radius. Additionally, the unexpected weakness of the fibrewire suture was demonstrated as it easily broke by applying gentle tension. Subsequently, suture anchor from another company had to be utilized instead.

Manufacturer narrative:
One (B)(4) twinfix ti 2.8 hs suture anchor device reported on. The complaint indicated that the suture was torn from the anchor. It was said that gentle tension was used. A competitors device was then used. Product was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Successful implantation hinges upon following the recommended site prep recommendations. Influences that could compromise product performance or integrity include: 1) suture breakage due to alternate prep method or instruments used. 2) dull drill bit used. 3) unanticipated bone condition resulting in torsional overload. 4) managing suture with sharp instruments. Final product met predetermined specifications upon release to distribution.